Manufacturer narrative:
Additional information received 03jul2019 clarified that there were two patients and not three patients that was originally reported. Mfg 2523190-2019-00088 is a duplicate entry of MFR report # 2523190-2019-00090. All further updates will be contained in 2523190-2019-00090. The device was not returned to the manufacturer for evaluation, therefore the failure mode could not be confirmed. A 1.5% aql sampling of existing inventory was performed. There was no nonconformance¿s found in inventory for this item. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4). Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2523190-2019-00088 and 2523190-2019-00089.

Event description:
This is 3 of 3 reports. Information received in a medwatch report (uf importer #: (B)(4)) on 20jun2019, indicates a (B)(6) year old female patient was applied with kocher clamp to the fascia and the clamp sliced through the fascia tearing the tissue during a c-section procedure on an unspecified date. It was also reported this event happened to two other patients. I have filed two other MDR's linked to mfg report number:2523190-2019-00088 and 2523190-2019-00089.